Event description:
Customer reported that a nurse saw a secondary infusion back up into the primary container. A clamp was used on the primary tubing to finish up the secondary infusion and then the tubing was changed out. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.